Manufacturer narrative:
Findings: pump received with no act button response due to corroded keypad trace. No sticky button or button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip and cracked case near reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated the buttons have been sticking.